Manufacturer narrative:
Method: device not returned; results: device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned conclusion: based on the reported event, the likely root cause of the reported event was determined to be user error.

Event description:
It was reported that; patient fell, expired biologic was implanted in patient. Was not identified until after the surgery.

Event description:
It was reported that; patient fell, expired biologic was implanted in patient. Was not identified until after the surgery.